Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the output connector assembly was broken, and four stuck buttons were detected (on/off), with four stuck buttons recovered. The lower case was also observed to be scratched and dented. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for a field corrective action upgrade. It was analyzed and tested out of specification. There was no patient involvement.